Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The DHR was reviewed and no issues that would have resulted in this complaint were found. No manufacturing deficiencies were noted. The present screwdriver was analyzed for conformance to print specifications. The broken surface is homogenous, which indicates material conformity. Based on these findings we conclude that the cause of the failure is not due to any manufacturing non-conformances. No product or material related condition was found.

Event description:
It was reported that while using a urs screwdriver shaft t25 as recommended, the screwdriver broke. It was being used for final tightening of a urs locking cap. All parts of the screwdriver were recovered. This is report 1 of 1 for complaint (B)(4).